Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result/lab inr reported was 4.1/2.2. No other information was provided. The reporter declined product replacement.